Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Additional information indicates that this lead had already been scheduled for a revision. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed given allegation as there were two set screw marks noted and lead body was extremely twisted along its whole length. The distal end of the proximal spring electrode was separated from the lead body insulation and the proximal end of the distal spring electrode was separated from the lead body insulation. The electrode end (helix) was extended, there were blood and body fluid noted in the helix housing and tissue was entwined in the helix. This lead failed the helix mechanism test and it cannot be determined at this point whether the helix fails to function due to blood and body fluid and tissue or possibly due to the lead damage. Lead also failed the stylet insertion test wherein the stylet passed through, but the force needed was greater due to the lead body that was extremely twisted.

Event description:
Additional information indicated that the right ventricular (rv) lead was already explanted. This rv lead had dislodged due to the lead was twisted upon itself several times in the pocket. With this, inappropriate shock was delivered but no therapy exhaustion was reported. As per field representative, there was a small portion of tissue on the screw thus, it would not retract making the lead impossible to re-use. The physician removed the rv lead and implanted a new lead as replacement. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the right ventricular (rv) lead was already explanted. This rv lead had dislodged due to twiddlers syndrome as the lead was twisted upon itself several times in the pocket. With this, inappropriate shock was delivered but no therapy exhaustion was reported. As per field representative, there was a small portion of tissue on the screw thus, it would not retract making the lead impossible to re-use. The physician removed the rv lead and implanted a new lead as replacement. No additional adverse patient effects were reported.